Event description:
It was reported by dealer that out of the box the irc5po2v concentrator was alarming, and the motor would not engage. The dealer also states that the flow meter ball would not move.